Event description:
A report was received from an insurance claims adjuster that a patient had sustained a fractured hip when the leg of a patient lift broke, causing her to fall to the floor. The manufacturer has not been allowed to evaluated the lift.